Event description:
Insulin was administered to a patient as a result of a discrepant high glucose value from the laboratory's advia 1650 instrument. The initial glucose result was 203 and when the same sample was run on a different instrument the repeat result was 39. A siemens diagnostics field service engineer (fse) went to the site and was told that the lab had seen a problem with the reagent probe earlier and they (the customer) replaced it. The customer stated that the night shift ran quality controls and then put samples on for a glucose run. When the results were reported, the physician questioned the advia 1650 glucose results because they did not match the glucometer readings they had taken. The lab reran quality controls and they were all out of range. When the siemens diagnostics fse inspected the probe it was clogged and found that it was not dispensing over the wash cup. After he replaced the probe and inspected the wash station, the instrument was functioning properly. For medical device reporting purposes, this event is considered closed.